Event description:
The customer reported the device did not work. This does not indicate a reportable event; however, the investigation found that a false "depleted battery" alarm was noted rather than the intended "replace battery" alarm. The false "depleted battery" alarm results in the device shutting down when removed from ac power. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.